Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm) to resolve the issue the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the usm to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The unit was tested on an in-house system and the unit was disabled due to error 23087 in normal mode. The unit was also tested on a psc fixture test platform (pftp) and passed lissajous, sensor check and carriage agc current. However, during 0960 test, the sine cycle failed getting error 23087 on 0x6. Rotor bearing debris was found on the degrees of freedom (dof) 7 window of the instrument sterile adapter (isa).

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure the system had a repeated 23087 error against arm 1. The surgeon recovered the error and continued the procedure. Arm 1 was not in use. The caller was advised that they could disable the arm if the error returned. The customer called intuitive surgical, inc. (Isi) technical support back within the hour to report that they wanted to stow the patient side cart (psc), but it would not let her due to them disabling arm 1. The isi technical support engineer (tse) suggested to power cycle the system so the arm would be enabled, allowing the system to be stowed. The customer called back a third time to report that they performed a reboot after the case, but when they moved the psc, the error returned. There were no reports of patient injury. Procedure was completed as planned. Isi followed up with the customer and was advised that there were no reports of the system faulting when initially powered on.